Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-07838. During an in-clinic follow up, the device was programmed to a higher output with the autocapture mode enabled. However, the patient then had a syncopal episode resulting in the patient falling and hitting their head on the ground causing a cerebral hemorrhage. The device was interrogated and revealed intermittent capture. The physician disabled the autocapture mode and programmed the device to a higher output to resolve the event. It is suspected that the event could be due to the device or the right ventricular lead. Device explant is also anticipated to be conducted based on the patient's overall health condition. The patient will continue to be monitored.

Event description:
Additional information received indicated that the physician decided to decrease the output of the device; and upon its interrogation, showed that the device had reached its elective replacement indicator. Additional information also indicated that the patient has expired due to the cerebral hemorrhage sustained after the fall from the syncopal episode. The physician alleged this syncopal episode was due to the implanted system.

Manufacturer narrative:
Additional information: b2, b5, h1, and h6.

Manufacturer narrative:
A partial lead of the connector end was returned. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. The reported events of loss of capture and high pacing threshold were not confirmed. The results of the investigation concluded the analysis of the partial lead was normal, no anomalies were found. There is no indication the lead caused or contributed to the patient's death.

Event description:
Additional information received indicating that loss of capture was noted during the event.